Event description:
It was reported that the needles are exposed/visible. The lancets were exposed from the drum out of the box as the needles were visible. The seal of the box was broken as well. The customer said that the defect was apparent when he received the product.